Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the therapy test failed. There was no patient involvement.

Manufacturer narrative:
Available details indicate the customer was contacted, advising of the therapy test failure during functional testing. They were unable to perform the functional test. The rse advised they would replace the therapy capacitor to fix the issue, but it was found that the xl+ device is out of support/has reached it's end of life. Spare parts are also no longer available. The xl+ is not available for additional investigation as it remains at the customer site. The therapy capacitor could not be replaced as the part is no longer available. The malfunctioning therapy capacitor will not be returned to philips for additional investigation as it will be scrapped if returned to philips as it is defective.